Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported parts were missing and the battery door was broken. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; side bail covers, ring, and side bails are missing and the battery drawer is broken. Analysis also found the main printed circuit board and lcd (liquid crystal display) are corroded. Upper and lower cases are broken and corroded. Battery release is contaminated, battery contacts are compressed, and three case screws are missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.